Manufacturer narrative:
Device used for treatment, not diagnosis. Patient information not available for reporting. Device is an instrument and is not implanted/explanted. Reporter phone number: (B)(6). Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that the: DHR review for part # 03.613.004 synthes lot # 9936374, supplier lot # 9936374, release to warehouse date: 28april2016, expiration date: n/a, supplier: (B)(4). No ncrs were generated during production. Review of device history records showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of the inner shaft broke over the years. This happen during surgery with no delay to surgery time. It broke before the screw was inserted in the patient. Procedure successfully completed. Finished with another instrument. No patient harm was reported. This complaint involves one part. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product investigation was performed for the subject device (brand name inner shaft for extraction screwdriver , part number 03.613.004, lot number 6575850). The subject device was returned with the complaint that the tip of the inner shaft instrument broke during surgery before the screw was inserted into the patient. The procedure was successfully completed with another instrument with no patient harm. A visual evaluation of the inner shaft of the extraction screwdriver has shown that the threaded tip is broken off as complained. The broken off portion was not returned. The shaft is in a used condition and is bent. The instrument was analyzed and measured for conformance to print specifications. The device history records were of the subject device lot were also reviewed. No abnormal findings were identified. The broken surface is homogenous what indicates material conformity to the specification as well. There were no details about the event provided, which makes it impossible to define an exact root cause. It is probable that a short duration overloading (torsional stress) associated with an unintended bending moment led to the breakage. Based on these findings it was concluded that the cause of failure is not due to any manufacturing non-conformances. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.